Event description:
It was reported that the tandem mobi pump battery would not charge, causing the patient to use multiple daily injections (mdi) instead. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.